Event description:
It was reported that pacemaker exhibited noise signals and oversensing on the right ventricle. The device presented high impedances. The patient has immediate junctional rhythm. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: b1. Adverse event/product problem b2. Outcomes attrib to adv event. H6. Impact codes.

Event description:
It was reported that pacemaker exhibited noise signals and oversensing on the right ventricle. The device presented high impedances. The patient has immediate junctional rhythm. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that pacemaker exhibited noise signals and oversensing on the right ventricle. The device presented high impedances. The patient has immediate junctional rhythm. The device remains in service. No adverse patient effects were reported.